Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the chest pain and shortness of breath was a ¿significant¿ change for the patient. The previously reported cardiac catheterization was performed outside of the study facility and further details were not available.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years following the implant of the transcatheter bioprosthetic aortic valve a transthoracic echocardiogram (tte) identified a mean gradient of 39 millimeters of mercury (mm hg) and a vmax of 4.06 meters per second (m/sec). Aortic regurgitation was not present at that time. Approximately 8 months later chest pain occurred. The patient was admitted to cardiology due to a non-st-elevation myocardial infarction (nstemi). A cardiac catheterization was performed. As reported, the patient tolerated an aortic balloon valvuloplasty. However, the patient required the placement of a ventricular assisted device as the patient rapidly decompensated. The decision was made to withdraw care. The patient died 2 days following onset of the nstemi following the catheterization procedure. The physician indicated the event was unrelated to the valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that hospital admission occurred due to a possible non-st-elevation myocardial infarction (nstemi), severe bioprosthetic aortic valve stenosis, and acute hypoxic respiratory failure. The patient appeared to be in cardiogenic shock and pulseless electric activity required cardiopulmonary resuscitation (CPR). An intra-aortic balloon pump (iabp) was placed, the patient was intubated, vasopressors were administered, and packed red blood cells were transfused. Multi organ failure occurred. A transthoracic echocardiogram (tte) showed a left ventricular ejection fraction (lvef) of 47%, a mean aortic gradient of 43 mmhg, and severe aortic stenosis. The cardiac catheterization occurred the day following the nstemi presentation. The family decided to withdraw care. The death occurred 3 days following the nstemi presentation. The physician indicated it was unknown if the nstemi and subsequent events including the death were related to the transcatheter valve.

Event description:
Additional information received indicated that the native baseline mean aortic gradient (mgv2) measure 43.7 millimeters of mercury (mm hg). Per aortography the transcatheter valve was implanted at 3 millimeters (mm) of the non-coronary sinus (ncs) and 5 mm of the left coronary sinus (lcs). Following the transcatheter valve implant the 12-hour discharge transthoracic echocardiogram (tte) measured a mgv2 of 12.2 mmhg. At the 7-year transthoracic echocardiogram (tte) there was no report of treatment for the transcatheter valve. There were no anatomical variations to explain the elevated gradients. Thrombus was not present. Approximately 7 years following implant the leaflet did not appear thickened. However, the following year the leaflet was defined as restrictive. Symptoms were not present and the plan was to continue with a follow-up echocardiogram in one year. Regarding the cause of the myocardial infarction, as reported, the patient had known coronary artery disease (cad) since the year of the transcatheter valve implant with a 50% occlusion in a large obtuse marginal (om) branch. There was no evidence the transcatheter valve had migrated. Prior to the myocardial infarction the patient was reported to be in an ¿unusual¿ state of health. The patient was to travel and was seen by the primary care physician (pcp) 2 weeks prior to travelling with noted mild diastolic congestive heart failure but no change in symptoms. While travelling a ¿significant/sudden¿ change in unspecified symptomology with an elevated troponin occurred. The patient was taken to the cardiac catheterization laboratory and the operator had difficulty engaging the coronary anatomy. The left main artery was never accessed to which the patient decompensated, and cardiac arrest developed. The aortic valve area (ava) measured 0.8 to 0.9 cm2. The aortic balloon valvuloplasty was then urgently performed in the setting of the cardiac arrest. The cause of death was reported as acute coronary syndrome related to an acute myocardial infarction. As reported, the patient had chronic kidney disease, cad, and the transcatheter valve may have become severely stenosed but as reported this did not explain the acute change in symptomology.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product imaging review: the patient¿s executive summary was not provided for anatomical review. Intraprocedural fluoroscopic images of the index procedure were provided for review. The fluoroscopic valve load inspection was performed and confirmed a good load. A pre balloon aortic valvuloplasty was not performed prior to the valve implantation. Evidence suggested that four deployment attempts were made. As stated in the instructions for use (IFU): deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient. Depth after the first deployment attempt was approximately 6 mm on the non-coronary cusp and 9-10 mm on the left coronary cusp; 0mm on the non-coronary cusp and 5 mm on the left coronary after the second deployment attempt; 2mm on the non-coronary cusp and 7 mm on the left coronary after the third deployment attempt; and 3 mm on the non-coronary cusp and 5mm on the left coronary after the fourth and final deployment attempt. As stated in the IFU: position the catheter so that the bioprosthesis is at the recommended target depth of 3 mm relative to the valve annulus. If the implant depth is 5 mm, consider recapture. Caution: bioprosthesis implant depth 5 mm may contribute to an increased risk of conduction disturbances, which may require a permanent pacemaker. There is evidence of a post implant dilatation using a balloon or unknown size and brand. However, a post implant dilatation angiogram was not performed to assess aortic regurgitation. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.